Manufacturer narrative:
E1: (B)(6). B3, g4: unknown. One device was received for evaluation. Visual inspection found a swollen dso seal, damaged battery compartment, and a scratched lcd lens. Functional testing was able to duplicate the issue. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device's membrane sensor was broken. There was unknown patient involvement.